Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's esc button was not responding and was hard to press. The customer's blood glucose was 459 mg/dl. The customer was treated with a bolus correction. Troubleshooting was done. The customer did not recall any significant events prior the keypad issues. The customer also mentioned that the down button was difficult to press as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent esc and act buttons due to flattened dome switch. The insulin pump had a cracked belt clip slot noted. All currents are within specification. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and cracked case at display window corner.